Manufacturer narrative:
A field service engineer (fse) was at the customer¿s site to address the reported event. Fse confirmed the complaint by reviewing the error logs and was not able to reproduce the error. The fse checked tubing connections for leaks, removed and observed wash probe for bf probe # 2, verified no damage to probe tip, no kinks and bf probe primed successfully. The fse instructed the customer to replace the wash solution and error persists. After arriving onsite, fse observed the probe tip and shook the wash solution, performed bf wash prime and no purge errors recurred. As a precautionary measure, fse replaced the bf probe # 2 and could not determine the cause of the reported event and successfully performed quality control run without error and within acceptable range. No further action required by field service. The aia-900 analyzer is functioning as expected. A 13-month complaint history review and service history review for similar complaints was performed for serial number 11227408 from 17may2023 through aware date 17jun2024. There were no similar complaints identified during the search period. The aia-900 operator's manual under section 12 - flags and error messages states the following: (2240) bf probe 2 purge failure cause: the overflow sensor 2 s133 failed to detect liquid after the washer was discharged. Action: it is conceivable that air has entered the washer tube. Prime the tube and bleed off the air. Check the remaining quality of washer, check to see if there is air in the washer tube, and check s133, the discharge solenoid valve sv151, and the washer tube. The most probable cause of the reported event is not determined, cause not established.

Event description:
A customer reported error message ¿2240 (bf probe 2 purge failure)¿ on the aia-900 analyzer. The analyzer is down. The technical support specialist (tss) instructed the customer to replace the bf probe tip and restart the analyzer and perform a decontamination, the analyzer is down. A field service engineer (fse) was dispatched to address the reported event which resulted in a delayed reporting of patient samples for cardiac troponin I (ctnl 2), creatine kinase mb (ck-mb), and myoglobin (myo). There is no indication of any patient intervention or adverse health consequences due to the delay in reporting of patient results.

Manufacturer narrative:
The washing probe assembly was returned to tosoh instrument service center for investigation. Visual inspection confirmed the washing probe assembly was contaminated with blood buildup causing the inside washing probe tube to clog and have corrosion; does not meet specifications or intended use. The most probable cause of the reported event was due to the faulty washing probe assembly.